Event description:
Customer stated that advantage meter reported a glucose quality control test result in mmol/l rather than in mg/dl. Customer did not treat/act on results. No associated injury was reported. A request was made for the return of the suspect device and replacement product was sent.